Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 388mg/dl. It was stated that the customer had bent cannulas. It was stated that the customer was experiencing high blood glucose for the past three days. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.